Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The blood glucose level was unknown. The customer reported that insulin pump was exposed to the water. Customer states display is blank currently. Customer states the display was not blank less than 30 seconds and did not return. Customer states the contacts on the battery cap were neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer reported that display did not returned after the insulin pump restart. The customer was advised that the pump will need to be replaced. The customer was advised to revert to backup plan per health care professional instruction. The device will be returned for the analysis.